Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the alterra clinical study, three type I fractures at the alterra inflow have been identified on the 2 year fluoroscopy. This is an increase of +1 type I fracture when compared to earlier timepoints, prior to the approval of the device.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation as it remains implanted. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed. Of the other confirmed complaints, no manufacturing non-conformances were identified. During manufacturing of the alterra prestent, the frame and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided. Upon review of the 6 month fluoro, two fractures were observed on rung 1 of the alterra inflow (proximal) apices. During review of the 1 year fluoro, the same two fractures were observed on rung 1 of the alterra inflow (proximal) apices. Review of the 2 year fluoro was performed, 3 fractures were observed on rung 1 of the alterra inflow (proximal) apices. The IFU and procedural training manual were reviewed. A warning is provided that if a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered. During landing zone assessment, assess perimeters along the length of the rvot. Determine ideal location of the distal and proximal shoulders. Ensure the ideal landing zone is within sizing parameters. Identify existing structures within rvot and landing zone (i.e. Leaflet remnants, anatomical structures, calcium). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) has previously been initiated to assess the risks associated with alterra strut fracture. The pra concluded that the strut fracture has no harm to the patient or impact to the implant performance. The alterra strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, three fractures were observed at the alterra inflow (proximal) apices. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event.